Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, faded serial number label, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was low as 2.8 mmol/l had a cup of tea and biscuits. Troubleshooting steps were provided for power error detected alarm. Power error detected recurred within a week of troubleshooting previous occurrence. The customer declined troubleshoot for low blood glucose. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.